Manufacturer narrative:
Product complaint#: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed to localize the needle fragment? Was the needle retrieved during the re-operation? Does the needle remain retained in the patient's tissue? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a laparoscopic myomectomy+pelvic adhesion separation surgery to remove fibroids on (B)(6) 2025 and suture was used. The procedure went smoothly. During the operation, the doctor used suture to suture the left upper abdominal wall puncture for the patient. However, the problem of pulling off suture needle happened, and multiple explorations failed to detect the needle. Under respiratory anesthesia supervision, the patient was transferred to a county hospital for surgical removal. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the patient underwent laparoscopic myomectomy + pelvic adhesion separation in the hospital on (B)(6) , 2025. The surgeon used the suture (vcp345h) to suture the left upper abdominal wall during the surgery. The problem of pulling off suture needle happened during the suturing. The detached needle fell into the patient's body. Multiple explorations failed to detect the needle. Later, the patient was transferred to the county people's hospital to remove the detached needle. The patient is currently in a stable condition and has been discharged smoothly. No subsequent adverse event reports have been received.